Event description:
A site rep reported that while in a cranial surgery, a parietal tumour craniotomy, the site was using an MRI scan to register and it failed using tracer; the scan showed the tip of the nose cut off. The surgeon tried pointmerge and could not increase the area of accuracy. The surgeon decided to proceed with the last attempt but navigation was inaccurate when at the tumour. The surgeon decided to use fluoro, therefore, proceeded with the case without the use of the stealthstation treon guidance system. There was no impact on pt outcome.

Manufacturer narrative:
Software has not been evaluated as of the date of this report.